Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini-tray 1.13 had required maintenance, pocket was jammed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini-tray 1.13 had failed. A field service engineer (fse) replaced the single-wide control unit for mini drawer 1.13. Additionally, grime buildup was cleaned from under the trays and control units for mini drawers 1.12, 1.13, and 1.14 using alcohol wipes. Fse initiated open/close trays and tested via hardware test application in which it passed. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.